Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d4- UDI. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found liquid saline under the console inside the cart, under both batteries, and between the chassis and bottom cover of the console. The fse found saline residue from the intrusion on the thermal printer, printer connect pcb, exec processor, front end pcb, motor controller pcb, power management pcb, and the upper panel of the console. The fse replaced the following parts: motor control pcb, front end pcb, power management pcb, executive processor pcb, printer interface pcb, and the thermal xe-50b custom printer. The fse loaded the software and ran calibrations. The unit was able to turn on and pump properly. The fse replaced the unshielded power slot board interface assembly because the unit was not recognizing batteries. The unit then functioned properly from batteries. The fse performed a full preventive maintenance (pm) with calibration, safety, and functionality checks to factory specifications.. The iabp was released for clinical use. The failure analysis and testing dept. Received the defective parts associated with this complaint and the fault is reported as fluid intrusion from a burst IV bag. Fat visually confirmed the saline damage on all these parts. Retained the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) pressure bag exploded and covered pump in saline causing pump to shut off. There was no patient harm reported.